Event description:
It was reported the device had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. Performance data was reviewed from the device and found battery voltage with battery depletion at elective replacement indicator (eri). Time of eri on (B)(4) 2012. The save to disk shows battery voltage equal to 2.71 volts and battery impedance approximately 6035 ohms.